Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the recharger had been messing up since the beginning and was getting worse as time went on. Pt stated that they would be in the middle of recharging the ins and recharging excellent would be indicated, however then the controller would say that they needed to reposition the rtm. Pt also stated that the controller would say that the ins was dead when they had just recharged the ins hours prior to that message appearing. Pt confirmed that there was no apparent damage to the rtm. Pt stated that the rtm paddlewould get hot while trying to recharge the ins. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was received. It was reported that the pt says that they got the replacement rtm, but says the controller still "shuts itself off or it says it cant find the device, but since getting the new paddle its actually doing it even worse and it right now it charged for just a few minutes then the screen just shut off". I had them take battery pack out and shake the controller they don't hear any rattling. Pt says port of controller looks intact. No symptoms or patient complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the complaint was unable to be verified. They found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.